Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, g1.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, yellow biological tissue on the shell, wear abrasion, and crease flat. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.